Manufacturer narrative:
Evaluation / investigation a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation was in the closed position. The collet knob is tight and secure. The male lure lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A functional test determined the handle does not actuate the basket formation. A visual examination noted the basket sheath and the support sheath are detached, adhesive is visible on the basket sheath. A bend was noted in the support sheath and in the cannulated handle 1.5 cm from the nose of the mlla. The device history record was reviewed and noted there were two non-conforming items identified during manufacturing. One item with inadequate flare and another with excess glue. A review of complaint history revealed this to be one of two complaints associated with complaint lot number 8097405. The other complaint is unrelated to this complaint failure mode. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility, from the time when the first functional check of the ncircle tipless stone extractor was conducted, the basket would not open smoothly compared to usual. As reported, it felt like the basket was stuck on something. However, the physician decided to use it. After the target stone was grasped by the device a few times during the transurethral uretero-lithotripsy (tul) procedure the basket became difficult to open. The extractor was replaced with another device and the procedure completed. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.